Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Unit powered up properly after the test battery was installed. No blank display or unexpected low battery alarm noted during testing. Device was unable to upload using carelink due to multiple displayable history crc check failed on startup alarms in the alarm history screen. Displayable history crc check failed on startup alarms due to corrupted history file. Device had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the customer experienced hyperglycemia and went to emergency room. The customer¿s blood glucose level was over 600 mg/dl. The customer assisted with troubleshooting. Customer reports the symptoms such as vomiting and abdominal pain. Customer¿s mother states that the customer went into diabetic ketoacidosis because they did not back up plan when the insulin pump stopped working. Customer¿s mother states that the insulin pump had low battery alert. Customer¿s mother states that the insulin pump had no damaged on the battery cap and insulin pump had blank display. Customer was not calling back after receiving a new battery cap. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.